Manufacturer narrative:
Follow-up #1: date of submission 11/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/26/2016 with the following findings:., battery compartment cracked below bumper pad. The black box contain no por. Time and date reset to default was duplicated during investigation. Pump was open to investigate, the internal battery component was leaking.. Unrelated to the complaint, there was a dim pink display.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time and date reset) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.